Manufacturer narrative:
(B)(4). Date sent: 2/24/2017. Batch # unk. Additional information was requested and the following was obtained: what were the indications for surgery? The patient had diverticulitis. Who fired the device and what is his/her experience? The chief resident fired the stapler. He has 5 years experience with it. Did the healthcare professional receive audible & tactile feedback when firing the device? There was audible and tactile feedback during the firing. Where in the green range was the indicator located prior to firing? Typically the doctor sets the indicator half way in the green range. Did the surgeon wait 15 seconds and then retighten prior to firing? The surgeon waits 15 seconds and closes it slightly after. Were the donuts inspected? If so, please describe. The surgeon always inspects the donuts. He said that they were complete and intact. Was the washer inspected? If so, please describe. It is unknown whether the washer was inspected. Is the colostomy permanent or temporary? The colostomy is a diverting and temporary. How did patient present? The surgeon didn't describe to me how the patient presented only that he had an anastomotic leak. What is the current patient status? The status of the patient is currently unknown.

Event description:
It was reported that during a hand assisted sigmoid resection procedure, the surgeon reported that his patient from (B)(6) experienced a leak of the anastamosis and was re-operated on (B)(6). He was given a diverting colostomy as there was stool in the abdomen and the surgeon did not want to risk creating a new anastomosis. When describing the staple line at the anastomosis, the doctor said the staples appeared to be gone or unformed at the most anterior aspect of the staple line. When originally leak tested on (B)(6), there were no bubbles and the doughnuts we intact. The patient had diverticulitis and only smoking as a comorbidity. The doctor recalls the original procedure was very routine with no struggles, good blood supply to the anastomosis, and no tension on the anastomosis. He typically closes the stapler down half way in the range. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the patient¿s current status? The patient is doing well and is home.